Event description:
The customer called for assistance unlocking the insulin pump keypads. The customer was panicking, and felt weak at the time of the call. The customer stated that the only time she feels weak is when her blood glucose levels are low. The customer was asked if she would like for emergency services to be called. The customer stated yes. The customer felt that her glucose meter might not be working properly and she may have given herself unnecessary insulin. The paramedics arrived during the phone call, and they stated that they would assist the customer. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.